Event description:
Related manufacturer reference number: 3006705815-2023-02119. It was reported that patient experienced ineffective stimulation as patient is only receiving right-side back relief and right-side rib stimulation. X-rays were taken and showed that both leads migrated. Surgical intervention was undertaken on 27mar2023 was wherein both leads were repositioned. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, further information regarding weight was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.